Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis.

Event description:
The patient wore the pod on their back for between 49 and 71 hours before experiencing symptoms. On (B)(6) 2025, the patient's blood glucose level rose up to 450 mg/dl, accompanied by multiple episodes of vomiting, pallor, and abdominal pain. The patient sought medical attention and was subsequently hospitalized and received diagnosis of high blood glucose levels and diabetic ketoacidosis (dka). At the hospital, the clinicians stated that the dka was related to the pod and requested its removal. The patient received intravenous fluids and insulin. A throat swab performed during the admission identified a streptococcal infection. The patient remained hospitalized for four days and was discharged on (B)(6), 2026.